Event description:
Health care facility reported that a pt had developed a raised and reddish area that was burning and itching, under the tegaderm chg gel pad. Per the health care provider, the irritated area of skin appeared to be of scar tissue surrounding the PICC. The dressing was exposed to moisture (diaphoretic). The use of the dressing was discontinued and the PICC line/catheter was removed at the ER. The facility reported that the pt's condition had improved.

Manufacturer narrative:
Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following information regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.